Event description:
It was reported that during a device upgrade, an insulation breach was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned to the manufacturer. Analysis indicates the outer tubing overlay melted along with apparent explant damage, and blood noted on outer tubing overlay.